Event description:
Per the clinic, the patient developed hypertrophic scarring around the abutment site and was treated with steroid injection and topical antibiotics on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on may 24, 2023.